Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) while attempting to deliver a bolus. The customer's blood glucose (bg) level was 330 (mg/dl). A correction bolus was delivered to address bg level. The customer stated the cause of the elevated bg level may have been due to being at softball practice. The customer declined to perform troubleshooting for the elevated bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available. In addition, the customer stated the battery gauge was observed to be jumping. Review of the pump data logs by tandem technical support showed the pump battery gauge jumped up. There was no reported impact to the customer's bg level due to the battery issue.